Manufacturer narrative:
(B)(4). Insulin pump received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime, compromised force sensor system and excessive no delivery test due to completely broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Information received by medtronic indicated that they had hyperglycemia and the customer declined troubleshooting for high blood glucose. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.